Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis located in the mildly tortuous and moderately calcified superficial femoral artery. After a 7.0 x 100mm non-bsc stent was deployed, a 5.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for post-dilatation. However, during the first inflation at 4 atmospheres for 4 seconds, the balloon ruptured. A fracture was also noted on the non-bsc stent which the physician suspected to have caused the balloon to rupture. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.